Event description:
The pt rec'd her scs system on (B)(6) 2010. It was reported that the pt lost stimulation approx one month ago. The pt stated that recently she breaks out in hives when she turns on the stimulator. It was reported that the physician felt that the hives were unrelated to the stimulator. F/u on the pt found that the pt has an upcoming reprogramming appointment. The next course of action is currently undetermined; no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.